Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) clinical study. According to the complainant, the subject underwent the second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2014. The procedure was completed. No issues were noted with the device. The patient was hospitalized overnight for observation only. On (B)(6) 2014, the subject experienced an asthma exacerbation and remained in the hospital an additional day. The patient was treated with the systemic corticosteroid methylprednisolone intravenous; 40mg for 8 hours. On (B)(6) 2014, the asthma exacerbation resolved and the subject was discharged from the hospital. Pre-bronchodilator: fev1: 2.41, fev1 % predicted: 104.20, fvc: 3.43, fvc % predicted: 126.00. Post-bronchodilator: fev1: 2.51, fev1 % predicted: 108.70, fvc: 3.35, fvc % predicted: 122.90.

Manufacturer narrative:
Initial reporter: fax number: ((B)(6). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma ((B)(6) study). A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. The dfu list asthma exacerbation as a possible adverse events that may occur with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.